Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had cardiac effusion. Moreover, post implant procedure the patient experienced chest discomfort and was monitored for few hours. An echocardiography was performed and confirmed effusion. This rv lead was surgically repositioned and still remains in service. No additional adverse patient effects were reported.